Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cgm error. During troubleshooting with tandem technical support the pump was reset; however, an additional cgm error occurred. There was no reported adverse impact to the customer. Reportedly the customer continued to use the pump for insulin therapy, and also indicated that manual injection supplies were available.